Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed upstream occlusion test 3 times was not reproduced. The device was tested for upstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" Alarms, however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test 3 times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.